Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot 08048 was returned and analyzed. Visual inspection was performed, and an inner balloon burst condition was observed, and a kink/twist was observed on the guide wire lumen. External visual inspection of the balloon, shaft, and handle segments showed the balloon catheter was stuck inside the sheath and unable to retract due to an inner balloon burst. The catheter smart chip data was downloaded and reviewed. The data indicated the catheter was used for 10 applications on the reported event date. During functional testing, the console terminated the application and triggered system notice 50005 ¿indicating that the safety system detected fluid in the catheter and stopped the injection.¿ during pressure testing of the balloon segment, the outer balloon was intact and had no anomaly. During pressure testing of the balloon segment, an inner balloon burst was observed. Dissection of the balloon segment identified complete separation of the balloon material. During inspection of the shaft segment, a guide wire lumen kink/twist was observed 1.25 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. In conclusion, the balloon catheter failed the returned product inspection due to a kink/twist, and an inner balloon burst. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected a compromised outer vacuum. It was noted that a "snap" occurred and seemed to come from the balloon. The physician attempted to retract the balloon into the sheath but it would not move into the sheath. Next, it was attempted to inflate and deflate the balloon four times which did not resolve the issue. The manual retraction kit was used to retract the balloon completely into the sheath. A system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection due to not disconnecting the electrical umbilical cable during the manual retraction.  The balloon catheter, mapping catheter and sheath were replaced and the procedure continued. The case was completed with cryo. No patient complications have been reported as a result of this event.